Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve inserted in an unknown liquid. Results: first we performed a visual inspection with the valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. To investigate if maybe a blockage have caused the assumed problems, we performed a permeability test. The test results that the valve was penetrable. For further information we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 2 cmh2o. It was possible to adjust the valve in all pressure ranges. The measurement of the braking force could additionally confirm that the measured value was within the accepted tolerance. In order to verify whether the valve was influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have finally opened the valve. After the valve has been opened we have found obvious deposits inside the valve. For a complete investigation result, we have also investigated the shunt assistant. In the course of the optical inspection, we were not able to detect any damage to the valve. The valve was tested negatively for permeability. We have finally opened the shunt assistant and have found obvious deposits inside the shunt assistant. Based on our investigation results we can confirm a blockage. However, we are able to detect deposits inside the shunt system that might have been a caused the blockage. There is no failure detectable with this shunt system at the time of delivery. No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted (B)(6) 2017. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided.